Manufacturer narrative:
Review of the device history record and receiving inspection reports identified no deviations or anomalies. Visual examination concludes that the returned device is fractured, where returned tasp has a fragment from the anterior post feature fractured off fragment not returned. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet. Reported information states that the tasp was hit with a hammer which broke the device. Root cause of failure is misuse.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional was impacted with a mallet during surgery that resulted in breakage.